Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this patient's remote monitoring system displayed one yellow collecting wave indicating the communicator was having difficulty interrogating the patient's pacemaker. Troubleshooting was performed but was unable to resolve the interrogation issue. Further device data was requested to assess whether the issue was due to device operation or if radio-frequency (rf) telemetry was working properly. The device remains in service. No adverse patient effects were reported.